Event description:
It was reported that the console and interface would not work. The muting probe rubber was damaged and the interface does not connect wirelessly. The interface batteries would not charge. The muting probe and connector cable were reported to have external breakage and would not work. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: analysis of the patient interface nim4cpb1 confirmed the reported event since the usb-c connector was found to be damaged. The screw hole on the lower housing shell was also found to be broken. The afe board pins were loose. Applicable code for (nim4cpb1) - fdm b01, fdr c070601 c070603 img g04034, g0403401 and g04070. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the device found that the patient interface was not working due to a battery failure. Also, it was observed that the power button on this product did not light up white. Applicable code for (nim4cpb1) - fdc d1102. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the console and interface would not work. The muting probe rubber was damaged and the interface does not connect wirelessly. The interface batteries would not charge. The muting probe and connector cable were reported to have external breakage and would not work. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4). Applicable code for (nim4cm01) - fdm b01, fdr c21 img g04034. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.